Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the iol was unable to be injected into the patients eye. The surgeon removed the injector from the eye of the patient and pushed the lens out of the cartridge. The iol was reloaded and was able to be inserted on the next attempt. The surgeon noticed the lens was damaged after it was inserted and chose to leave it in the patient. Additional information has been requested.